Manufacturer narrative:
Review of this event after engineering review reverses the original decision to report this event. Per product engineering, if an internal error is detected, as in this case, the ventilator will continue ventilating with the current settings. This was not a reportable malfunction for loss of ventilation. Review of this event after engineering review reverses the original decision to report this event. Per product engineering, if an internal error is detected, as in this case, the ventilator will continue ventilating with the current settings. This was not a reportable malfunction for loss of ventilation.

Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compact flash card was replaced and the software was reloaded to resolve the reported issue.

Event description:
The hospital reported that the system displays error ec09. There was no report of patient involvement.